Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed and the display went blank. The customer¿s blood glucose level was 123 mg/dl. Customer stated that the insulin pump did not respond anymore and mentioned going into the pool with her insulin pump. Customer stated that the battery was replaced and there was no change. Customer also noticed a scratch on the display screen. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with minor scratched lcd window.